Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized from (B)(6) 2025 due to diabetic ketoacidosis (dka) event. Blood glucose level was more than 400 mg/dl at the time of the event which caused by bent cannula event and patient got treated with insulin drips and insulin pen. The duration of hospitalization was for two hours. Infusion set was used for one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009137, in question was manufactured at the: reynosa site. Threshold analysis: a query was run on 28-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009137". The count of complaint is 4 which is exceeds 3. Further investigation is required via CAPA determination assessment using statistical analysis. The complaints number are: (B)(4). Device history record (DHR) review: the lot 6009137 was manufactured according to the work instruction (wi) version 81 and manufactured in the multivac 12 on 12-sep-2024, with a total of (B)(4) units. The sub-assembly lot 4j00878 was assembled according to the work instruction (wi) version 27 and manufactured on 11-sep-2024, with a total of (B)(4) units. The sub-assembly lot 4j00879 was assembled according to the work instruction (wi) version 27 and manufactured on 12 -sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: the reference samples were already tested in the (B)(4). All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples, no non-conformance (nc) raised during production related to complaint code, the thresholds of 4 reportable complaints are met for the lot in question and malfunction code, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009137, in question was manufactured at the: reynosa site. Threshold analysis: a query was run on 28-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009137". The count of complaint is 4 which is exceeds 3. Further investigation is required via corrective and preventive action (CAPA) determination assessment using statistical analysis. The complaints number are: (B)(4). Device history record (DHR) review: the lot 6009137 was manufactured according to the work instruction (wi) version 81 and manufactured in the multivac 12 on 12-sep-2024, with a total of (B)(4) units. The sub-assembly lot 4j00878 was assembled according to the work instruction (wi) version 27 and manufactured on 11-sep-2024, with a total of (B)(4) units. The sub-assembly lot 4j00879 was assembled according to the work instruction (wi) version 27 and manufactured on 12 -sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: the reference samples were already tested in the complaint (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples, no non-conformance (nc) raised during production related to complaint code, the thresholds of 4 reportable complaints are met for the lot in question and malfunction code, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.